Manufacturer narrative:
H10. For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Tip detached and material separation was identified for the device. A root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s. Recanalization catheter allegedly experienced detachment of device or device component and material separation. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 83 years old, male and 68 kgs.

Manufacturer narrative:
For the reported complaint, the devices were returned to bd and evaluated. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s. Recanalization catheter allegedly experienced detachment of device or device component and material separation. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 83 years old, male and 63 kgs.